Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer 1.16 kept failing when opening. Customer reported that the drawer failure freezes the entire machine and required hard reboot to temporarily fix it. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1.16 kept failing when opening. A field service engineer confirmed that the mini drawer did not release even with the emergency latch engaged. Upon closer visual inspection, all cabling and the controller board were found to be intact, replaced the mini engine, after which the mini drawer became responsive, performed final testing, and the customer successfully completed recovery and inventory of main mini drawer 1.16. The system functioned as intended after the field service engineer repaired the device.